Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The pressure switch and control panel were replaced to resolve the issue. No report of patient involvement. Legal manufacturer: hcs (B)(4).

Event description:
The hospital reported an error resulting in loss of mechanical ventilation. There was no patient involvement.